Event description:
It was reported that the customer attempted to do a complete set change but that he was unable to prime. The customer's blood glucose was 247 mg/dl. The customer stated that he attempted to prime the insulin pump twice. Advised that a replacement infusion set and reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.